Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire on (B)(6) 2015. Patient claimed that the device did not have a sensor wire. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device (serial number (B)(4)) was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined. Additionally, a second sensor (serial number (B)(4)) was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.